Event description:
It was reported that the patient claimed stimulation was too strong and they could not turn it down. It was almost too painful. It was noted that during the call it was confirmed on the patient programmer that the stimulation was on. It was noted that the patient was at 0.4 volts on program 1 and it was too strong. It was noted that the patient was usually at 4.0 volts. It was noted that the patient turned off stimulation during the call and noted that they still felt stimulation. It was noted that the implantable neurostimulator (ins) had not been overdischarged or depleted recently. It was noted that this started to happen today when the patient woke up; there was no other known event. It was noted that the patient felt stimulation in their feet and legs up to the belly. It was noted that this was where the patient normally felt stimulation. It was noted that the patient had ¿other¿ nonrelated medical issues going on. It was noted that the patient was in the ER/hospital at the moment and was 2.5 hours away from where they lived.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).